Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) began a boot loop and freeze by itself. The cns was monitoring telemetry transmitters. The cns was sent in for repair, the hard drives were replaced and the unit was sent back to the customer. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The concomitant medical devices were requested but only the following information was provided: org-9100a sn (B)(4) multiple patient receiver org-9100a sn (B)(4) multiple patient receiver org-9100a sn (B)(4) multiple patient receiver no telemetry transmitter device information provided.

Event description:
The biomedical engineer reported that the central nurse's station (cns) began a boot loop and freeze by itself. The cns was monitoring telemetry transmitters. No patient harm was reported.

Event description:
The biomedical engineer reported that the central nurse's station (cns) began a boot loop and freeze by itself. The cns was monitoring telemetry transmitters. No patient harm was reported.

Manufacturer narrative:
Details of complaint: on (B)(6) 2019, customer stated that the cns device was stuck in a boot loop. Nka repair center replaced both hard drives to resolve the boot loop issue. Service requested: repair. Service performed: repair. Investigation result: device was put into service on 6/23/2017. Service history shows this is an isolated incident. The issue has not re-occurred. Cns-6201 service manual revision g states that regular inspection every six months should be conducted. In particular, internal sensor and hard drive condition should be checked through procedures outlined on section 5.11 of the service manual. This inspection would show the critical hardware information which would prompt user to perform needed maintenance. In this case, device has a built-in raid setup that would allow user to replace one of the two mirrored hard drives, preventing both hard drive failures. Additionally, device will give an error message when hard disk drive error is detected, prompting user to replace hard disk drive: "hdd [port x] error" where x is either 0 or 1. With this fail-safe system, both hard drives failure is prevented when user follows prescribed maintenance procedures. Based on the required maintenance procedures, a scenario where both hard drives fail is when the first hard drive failure is not being addressed by user. Due insufficient available information regarding the service and maintenance of the device, the root cause of hard drive failure could not be determined. Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information. Device evaluation. H3. Device evaluated by manufacturer. H6. Event problem and evaluation codes. H10. Additional manufacturer narrative. D11 & c2. The concomitant medical devices were requested but only the following information was provided: org-9100a sn: (B)(6) multiple patient receiver, org-9100a sn: (B)(6) multiple patient receiver, org-9100a sn: (B)(6) multiple patient receiver, no telemetry transmitter device information provided.